Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer confirmed pump was able to be restarted. Customer's blood glucose was "fine". Reportedly, customer reverted to using another pump for insulin therapy.